Event description:
During a right laparoscopic assisted nephrectomy excessive gas began to emanate from instrument, deflating the pt's abdomen. The instrument was removed with no adverse effects o the pt. The procedure was re-started once the abdomen re-inflated without the use of said instrument. Facility immediately removed the instrument from circulation and contacted snowden pencer. Facility is requesting inspection of said instrument by a rep of MFR before placing this item back into circulation.